Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of device log file by fse showed a message that network cable needs to be checked as there was no connection to the pc. Upon functional testing, fse found the pc that controls the large screen flexviewing pc was not turned on. Fse reconnected the network cable and manually turned on the front of the pc. Later the issue reoccurred after few days and fse replaced the fvpc in that work order. After that, the system was returned to use in good working order.

Event description:
It was reported to philips that the system failed to power on. The user attempted a restart of the system, but the issue persisted. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.